Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that during testing the cs300 intra-aortic balloon pump (iabp) started inflating the balloon while on a trainer and then stopped after the initial minute or so. It made an audible click that sounded like it was trying to inflate but was not inflating the balloon. When placed on internal trigger it did the same sound and would not inflate the trainer balloon. This issue was with or without trainer. No alarms or logs were present before, during or after the incident. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer had performed repairs on the iabp unit with specialty care who is a third party who covers the (B)(4) . Replaced the fiber optic module, the fiber optic cable, and the monitor since the keypad led¿s were hot lighting, and it is now working perfectly.

Event description:
It was reported that during testing the cs300 intra-aortic balloon pump (iabp) started inflating the balloon while on a trainer and then stopped after the initial minute or so. It made an audible click that sounded like it was trying to inflate but was not inflating the balloon. When placed on internal trigger it did the same sound and would not inflate the trainer balloon. This issue was with or without trainer. No alarms or logs were present before, during or after the incident. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
.

Event description:
It was reported that during testing the cs300 intra-aortic balloon pump (iabp) started inflating the balloon while on a trainer and then stopped after the initial minute or so. It made an audible click that sounded like it was trying to inflate but was not inflating the balloon. When placed on internal trigger it did the same sound and would not inflate the trainer balloon. This issue was with or without trainer. No alarms or logs were present before, during or after the incident. There was no patient involvement, and there was no adverse event reported.